Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she has been having trouble with no delivery alarm and she keeps getting same issue with different sets. She was changing her set and she got 4 times no delivery and she changed entire set. Even though she normally changes the cannula and reuses the tubing and reservoir but when she was getting this alarm she was changing everything. The customer reported that she was running high at 396 mg/dl and she took manual injection, because she kept having no delivery. The customer declined to troubleshoot for high blood glucose. She tried to prime and it alarms no delivery. The customer disconnected before completing troubleshooting for no delivery alarm. Customer called back saying she was having more no delivery alarms and had already troubleshooted for that. She was also having high blood glucose again and it was 486 mg/dl but that could have been related to no delivery. She declined to troubleshoot for the high blood glucose but will monitor her pump. The insulin pump will not be returned for analysis.